Event description:
It was further reported that the radiofrequency programmer head that was returned along with the programmer as an associated device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Analysis determined that the radiofrequency programmer head did not interrogate; the uplink functional tests were out of specification and the head's cable was replaced to resolve. Analysis also found that the head's label was missing its backing and the label was replaced. Concomitant products: product ID 2090w programmer. (B)(4).